Manufacturer narrative:
The device was used for treatment, not diagnosis. Patient height- (B)(6).

Event description:
Screws were initially taken out as they were too long. Had to cut the plate with burr to remove the screws. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a procedure, multiple screws cross threaded and the threads are meshed together. There were approximately 4 screws. There was a 45 minute delay in completing the procedure, due to taking out the screws and replacing the screws. This report is for four unknown screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 4 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.